Event description:
During pta with a brite tip sheath, the distal tip became frayed. The target lesion was the left subclavian artery. It is unknown if the lesion was a de novo, but was not calcified or tortuous. The percent of the stenosis was 99%. When brite tip sheath (7f 45 cm: complaint product) was being inserted via the left brachial artery, the distal tip of the introducer (cannula) became frayed. Therefore, the physician stopped using the brite tip sheath and a new brite tip sheath (same size) was used instead. The procedure was finished successfully. There was no patient injury reported. The complaint product will be returned for analysis. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. Additional information regarding the characteristics of the access site is not known.

Manufacturer narrative:
As reported by an affiliate, the brite tip sheath distal tip became frayed and a piece broke off outside the patient. The intended procedure was a pta of a target lesion in the left subclavian artery. When the physician made attempts to insert the brite tip sheath into the patient via the left brachial artery, the distal tip of the introducer (cannula) became frayed and a piece broke off outside the patient. The broken piece did not enter the patient. The physician discontinued use of the brite tip sheath and a new brite tip sheath (same size) was used instead. The procedure was completed successfully. There was no patient injury reported. The product had been stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. Additional information regarding the characteristics of the access site could not be provided. One non-sterile unit of si brite tip 7f 45cm str was received coiled inside a plastic bag along with the vessel dilator. The distal tip of the cannula was found damaged and a portion of distal tip was missing. No others issues were found. The damaged area was inspected visually, and the damaged area showed evidence of having been bent and ripped. Sem results showed that the external and internal surfaces exhibit evidence of elongations. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. No other anomalies were observed that could have influenced the reported event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. As additional investigation, the catheter sheath introducer process was reviewed and there were no tools, equipment or product handling that could cause damages on the catheter sheath introducer tip. The complaint reported by the customer 'endovascular vascular access ' brite tip/distal tip - frayed/split/torn' was confirmed, however the cause of the damage does not appears to be manufacturing related. Based on the information provided, access site vessel characteristics and procedural/handling factors may have contributed to the damaged tip. There was no information in the device history record or the product analysis to indicate that the damage was related to a design or manufacturing issue, therefore, no corrective action will be taken.

Manufacturer narrative:
Concomitant devices: gw: radifocus; bc: wanda 5.0/20 mm; stent: smart control; sheath: brite tip sheath 7f, 45 cm. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. . Device history record (DHR) review was conducted and the product met quality requirements for product acceptance.